Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use of the bd complete kit for microbiology and ua chemistry urine testing the clinician stated that the urine cups have been leaking in the pneumatic tube system (which is a new system). She tested several other cups outside of the system by shaking vigorously and those leaked as well. She confirmed that the lids were screwed on properly. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.